Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported via web self-service that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient reported that the cgm provided the patient with inaccurate cgm values from 9pm-7am from (B)(6) 2024¿ (B)(6) 2024. The patient stated this resulted in the patient treating inaccurate low cgm values which resulted in an emergency room visit where she was diagnosed with diabetic ketoacidosis (dka). No patient symptoms were reported. There were no medication or treatment details provided. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.